Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, the pump head was replaced. Unit was cleaned and disinfected and returned to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no similar events since unit installation and no concerning trend was highlighted for the reported failure. Based on investigation findings, the root cause of reported event was traced back to degraded roller pump bearings, which over time lead to excessive friction and thermal stress. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 roller pump 150 did not rotate, and burning smell was detected by the user. The event occurred during priming. There was no patient involvement.